Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was producted according to the manufacturing procedures and met the quality requirements. (B)(6) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and is identified as complaint comp-(B)(4).

Event description:
(B)(6) health received a report stating the patient was intubated with a 4.5 microcuff on (B)(6) 2015 at 4:30am. About 24 hours later a slow leak on the microcuff was confirmed with a cuff manometer. The clinicians had been maintaining cuff pressures between 18-20/m h20. The patient was sedated, restrained and the pilot line on the microcuff was clamped. On (B)(6) 2015 at 6:30pm the patient was extubated and reintubated.